Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was explanted as the patient reportedly experienced fuzzy vision post-operatively, with vision unable to improve beyond 20/40 with refraction. The lens was subsequently explanted, the patient was reported to be permanently impaired, and their daily activities were significantly affected. The patient did not seek further medical attention, but medication was prescribed following the incident. From additional information it was learnt that lens had contributed to fuzzy vision. There was no patient issue. The lens was explanted in a secondary procedure and replaced with lens from another manufacturer. The patient feels better and improved in vision with the replaced lens. There was no use error. There were debilitating conditions in patient. The symptoms significantly interfere with one or more daily activities with the patient. No other information is available.